Manufacturer narrative:
Since the device was not returned, the results of the investigation could not confirm the direct cause of the connector separating from the cannula body. The customer may have added force to break the connector bond but this is unknown. The lot record review indicates that all 6394 devices of lot 1911156 met specification. The tubing had been removed from the barb connector which requires force. An in-depth review of production data, trend data, records, and testing of other soft-flow devices from this lot did not uncover any root cause of bond strength variation that could have caused the malfunction. With excessive force it is possible to break the glue joint while disconnecting tubing from the circuit. A force may have been applied to the bond joint greater than the specification limit. The investigation of this issue was completed that did not reveal any significant finding related to the manufacture of this lot or any other soft-flow lot that would indicate a cause of bond failure other than forces greater than the specified bond strength.

Event description:
Distributor received information that after use of a mc3 6394 soft flow cannula for cardiopulmonary bypass surgery, it was reported that the connector was detached. The connector broke off the cannula body when disconnecting from the extracorporeal circuit. This occurred post surgery. There was no patient impact associated with this event.